Manufacturer narrative:
With the current information provided no definitive conclusion can be made. It is alleged the patient experienced infection, swelling and nerve damage. In regards to swelling, inflammation is listed as a known possible adverse reaction and is listed in the IFU. While it is unknown to what extent if any the device may have caused or contributed to the patient's infection, the warning section of the IFU states "¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ at this time, no specific device identifiers have been provided and without identifiers a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2020-01708). This supplemental emdr is being submitted to report the additional information and to correct the date of implant. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent surgery with an unspecified device approximately one year ago. It is alleged that two days later the patient was rushed back to the hospital with necrotizing fasculitis under the mesh. The patient had an emergency surgery where the doctor "cleaned it out." It is alleged the patient experienced nerve damage, mrsa infection under mesh, lymphedema swelling in both legs with a case of deep vein thrombosis. Addendum as per legal claim : attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
With the current information provided no definitive conclusion can be made. It is alleged the patient experienced infection, swelling and nerve damage. In regards to swelling, inflammation is listed as a known possible adverse reaction and is listed in the IFU. While it is unknown to what extent if any the device may have caused or contributed to the patient's infection, the warning section of the IFU states "¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ at this time, no specific device identifiers have been provided and without identifiers a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Not returned for evaluation.

Event description:
It was reported that the patient underwent surgery with an unspecified device approximately one year ago. It is alleged that two days later the patient was rushed back to the hospital with necrotizing fasculitis under the mesh. The patient had an emergency surgery where the doctor "cleaned it out." It is alleged the patient experienced nerve damage, mrsa infection under mesh, lymphedema swelling in both legs with a case of deep vein thrombosis.